Manufacturer narrative:
The balloon of the short palmaz genesis 15 x 80 stent mounted on a 135 cm. Opta pro stent delivery system (sds) did not inflate. There was no reported patient injury. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17210210 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-unable to inflate¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use the user should, ¿attach a stopcock to the balloon lumen, marked ¿balloon¿. Attach a syringe, open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. Remove the syringe. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or over distend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the short palmaz genesis 15 x 80 stent mounted on a 135 cm. Opta pro stent delivery system (sds) did not inflate. There was no reported patient injury. The product was discarded and will not be returned. Additional information has been requested.